Event description:
A patient reported blood glucose results of "247 mg/dl" with a lifescan meter and "187 mg/dl" on a laboratory device, performed within 21-30 minutes of each other. The meter is being replaced.